Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer stated that he had a "defective loudspeaker m8002a" when using the device in the recovery room. There was no sound coming from the speaker. There was no patient involvement and no report of any patient or user harm.